Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for sleeve leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle leaked. The following information was provided by the initial reporter: "it was reported that the eclipse needle was leaking while drawing blood. Per email: omitted,called in a complaint for one of his customers. His customer was stating that when she was drawing a patient¿s blood sample, the gray rubber part by the needle, was leaking out blood. He stated the item number is 368608; lot #: 9046634. His phone number is omitted and his email address is omitted. He did not really have any other information besides what¿s above, and suggested we call his customer directly. Her information is: omitted. He asked to be cc¿d on all correspondence."

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle leaked. The following information was provided by the initial reporter: "it was reported that the eclipse needle was leaking while drawing blood. Per email: omitted,called in a complaint for one of his customers. His customer was stating that when she was drawing a patient¿s blood sample, the gray rubber part by the needle, was leaking out blood. He stated the item number is 368608; lot #: 9046634. His phone number is omitted and his email address is omitted. He didn¿t really have any other information besides what¿s above, and suggested we call his customer directly. Her information is: omitted . He asked to be cc¿d on all correspondence."

Manufacturer narrative:
The following fields were corrected with additional information: d.10. Device available for evaluation: yes; returned to manufacturer on: 2020-07-24.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle leaked. The following information was provided by the initial reporter: "it was reported that the eclipse needle was leaking while drawing blood. Per email: omitted, called in a complaint for one of his customers. His customer was stating that when she was drawing a patient¿s blood sample, the gray rubber part by the needle, was leaking out blood. He stated the item number is 368608; lot #: 9046634. His phone number is omitted and his email address is omitted. He didn¿t really have any other information besides what¿s above, and suggested we call his customer directly. Her information is: omitted he asked to be cc¿d on all correspondence."